Manufacturer narrative:
During inspection and testing, a leak was observed in the control section due to parts loosening. There adhesive on the bending section cover was detached. The universal cord was dented, deformed, and the coating was peeling. Angulation in the up/down/left directions were out of specification due to wear of the angle wire. Several of the device components demonstrated scratches and wear due to external forces. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. There was no patient or user injury reported. During incoming inspection, service observed foreign material in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing method conducted by the user was deviated from method recommended in IFU; or the user¿s facility staff of the was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope. Brushing around the forceps elevator and instrument channel outlet all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.